Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was removed after the physician had difficulty interrogating the ICD and afterward was unable to establish telemetry. The ICD was removed.